Event description:
It was reported that a site sustained progressive bone lose and developed infectiona nd periimplantitis subsequent to concurrent placement of osteograt n bone grafting material, autogenous bone, and an implant. The implant had primary stability, though was loose at reentry. As a result, it can be presumed to achieve the desired results of preclude permanent damage to a body structure that would not be trivial.